Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 17-jul-2018 with the following findings: a review of the black box showed reboots occurred. The battery cap was able to attach securely to the pump. The pump powered up successfully with no alarms. The pump was exercised for 24 hours with no power issues or alarms occurring. The battery cap contact measurements were within specifications. Unrelated to the original complaint, moisture damage was found inside the battery compartment. Additionally, the battery compartment was cracked alongside of the pump. The pump leaked at the battery compartment. The pump was opened and moisture damage was found on the printed circuit board.